Manufacturer narrative:
Unit failed priming. Reflux valve stuck closed. Found rust corrosion inside of reflux valve and in sideplate drainage holes. Rust in reflux valve caused valve to remain closed. Reflux valve would not activate prohibiting pressure from normalizing once footpedal was released. Irrigation valve would remain active allowing fluid to continue to flow when foot pedal was inactive. Could not determine cause of fluid leak.

Event description:
Dr. (B)(6) said a lot of fluid remained in the joint leaving a tennis ball size bump on the patient's elbow. The surgeon then pushed the remaining amount of fluid out of the patient's elbow. He asked that we send the console back to check for any deficiencies.